Event description:
The ge oec 2800 uroview fluoroscopy system reportedly alarmed during boot-up, and there was a workstation communication error.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to the power control pcb. A temporary fix was immediately done to restore functionality and subsequently, the power control pcb was removed and replaced for a permanent solution to the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.